Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac confirmed the cabling between the cv-190 and lmd-x310s. The customer informed tac there was an sdi cable going from sdi out in the cv-190 to sdi in 2 in the lmd-x310s. Tac instructed customer to select sdi 2 and the customer confirmed the image displayed, but it was in pip mode. Tac instructed customer to press pip/pop on the lmd-x310s until the pip image cleared. The customer noted that another box displayed, and it was gray. Tac instructed the customer to press on under the pip/pop section on the cv-190 and customer confirmed the gray box cleared and the cv-190 image was now fullscreen on the lmd-x310s monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, image wasn¿t displaying on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the wrong input port settings of the monitor side/misuse of users. Olympus will continue to monitor field performance for this device.